Event description:
Patient presented to the physician, three weeks post-implant procedure, with redness at the chest incision site. Due to concern for possible infection, the physician prescribed antibiotics.